Event description:
It was reported that the event involved a male pt while in the cardiac cath lab during use. The vascular surgeon (vs) inserted the intra-aortic balloon (iab) through the sheath via left femoral artery with no issues. Approx 18 hours later during the operation, the pump alarmed helium leakage and blood was observed in the driveline tubing. As a result, the iab and sheath were removed together as one unit. A new iab was inserted through the sheath via the same insertion site (left femoral artery) and therapy was completed successfully. No blood was in the pump (serial number (B)(4)). There was an x-ray performed under fluoroscopy. Per the vs, there was no pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt noted. The pt outcome is the pt was not injured, nor did they expire. There were no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.